Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in ireland, this was a case of a 29mm sapien 3 valve in pulmonic position, by transfemoral approach. On deployment, the valve moved forward on inflation towards the right pulmonary artery (rpa). It was clear immediately post valve implant there was no flow to the rpa. The team stented through the valve struts to secure flow to the rpa, but this affected valve function. Consequently, it was decided to have elective surgery two months later to remove the valve and stent. The surgery went well, and the patient has since been discharged post operatively. As per medical opinion, the root cause of the event was aortic distortion with balloon interrogation (patient presented with tetralogy of fallot) and hence, it was decided to go for a high deployment with subsequent jailing of the rpa.

Manufacturer narrative:
Updated h6- device code, type of investigation, investigation findings corrected h6- investigation conclusions imagery was reviewed, revealing the following observations: the final thv positioned was unable to be elucidated in reference to target site due to the absence of injection flow to pulmonary artery. With respect to the explanted thv, one leaflet appeared to be caught/wrapped around the stent base connected to the thv frame. The complaint for valve migration unable to be confirmed based on provided imagery. The complaint for valve leaflet motion restriction was confirmed based on relevant post-explant imagery. A review of DHR, lot history, and complaint history did not identify any manufacturing non-conformances that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. Native pulmonary valve replacement using the sapien 3 valve with the commander delivery system is not an indicated use at the time of implant. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. As reported, "the rpa was opened up with balloon and the valve was implanted successfully in the desired position. Afterwards, the valve migrated to the rpa and a stent was implanted as there was no flow to the right pulmonary artery. However, there was distal movement of the stent on deployment leading to jailing of the right pulmonary artery. It was caught the leaflet when accessed the rpa through the valve." Per provided medical opinion, the root cause of the event was ascribed to patient condition (tetralogy of fallot involving distorted aorta), which necessitated intentionally high thv implant. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. In this case, due to challenging anatomical characteristics (distorted aorta), the valve was intentionally implanted higher (more toward pulmonary artery) within the landing zone, which could have prevented the thv from being securely anchored to target site, resulting in thv migration soon after deployment. It is also likely that implanting the thv within native cardiac tissue contributed to improper anchoring forces, resulting in thv migration. As such, available information suggests that procedural factors (off-label operation, valve positioning technique) may have contributed to the valve migration. In this case, the thv leaflet got caught on a metal stent due to distal movement of the stent that was implanted following thv migration. The resulting leaflet-stent interaction (figure 2) led to restricted leaflet motion by preventing proper coaptation. As such, available information suggests that procedural factors (interaction with non-edwards stent) may have contributed to the valve leaflet motion restriction. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.